Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient presented with congestive heart failure exacerbation. Given poor right ventricle function, the patient was not a ventricular assist device candidate. A decision for impella 5.5 placement was made. The impella 5.5 passed through the graft and into the artery. The pump was positioned under transesophageal echocardiogram. During support, there were suction alarms twice that resolved on their own. It was also reported that the patient had a gastrointestinal bleed. The patient had sustained suction alarm while laying on their side. The impella 5.5 was successfully weaned and explanted as a bridge to transplant. The patient survived.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel and low pump flow has been completed. The impella device was not returned for evaluation. Low pump flow: the cause of the low pump flow was patient condition related due to repositioning efforts not resolving the issue and patient volume a noted concern by the clinical team. Vascular damage - peripheral vessel: the cause of the vascular damage - peripheral vessel was not determined since product was not returned and insufficient clinical details.